Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/25/2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter which caused them to faint and resulted in a hospital visit. Date of issue is an approximation. The patient refused to provide further event details. No additional patient information is available. No data was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.